Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up when high hv lead impedance was observed. There were no adverse events for the patient and monitoring will continue.